Event description:
The customer states that the pt presented with a wound to the head with altered mental status and a possible heart condition. The pt had previously been diagnosed with leukocytosis and diabetes and taking digoxin and lovenox. An initial draw (2007 @ 23:45) generated an architect i2000 tsh result of 13.1 miu/ml (this sample retested at 13.8 miu/ml). A second draw (the next day @ 08:40) generated a result of 3.03 miu/ml. A third draw (same day @ 16:45) generated a result of 1.63 miu/ml. A final draw the following day @ 05:30) generated a result of 1.89 miu/ml. A physician questioned the initial elevated result. All results were performed on heparinized plasma samples and all controls have been within specifications. The pt was not treated for any thyroid condition. Treatment consisted of attention for the head wound, IV fluids and possible ami issues. There is no further impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.